Event description:
During follow-up in 2000, early battery depletion was suspected. The physician elected to monitor the pt and evaluate monthly for possible explant. St. Jude medical learned on 2/16/2001 that the device was explanted in 2001.